Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during bolus delivery. Customer's blood glucose was 441 mg/dl. Issue was resolved by a complete set change. Customer reported the alarm did not occur during manual prime. Customer was advised to monitor the device. Customer will not be returning the device for analysis.